Event description:
The customer reported that while the unit was in use on a pt, the unit displayed an electrical failure code 39 (communication hc11 failed to interrupt 6809 and/or 68020 cpu's). The pt was switched to another unit and therapy was continued. No pt injury was reported.